Event description:
It was reported that prior to a generator change a higher than normal capture threshold was observed on the right ventricular (rv) lead. Sensing, impedance, and a visual inspection under fluoroscopy appeared normal. The physician decided to cap and replaced the rv lead on (B)(6) 2023. There were no adverse health consequences to the patient.